Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire technical support received the log files and screen shot of service screen of the unit. It was determined that the u_var voltage generation on the power board is defective. The reading for voltage check blower remains at zero when the blower is switched on and set to 30% voltage. A power board revision 14 is installed.

Event description:
The customer reported that the bellavista 1000 alarmed blower failure. The customer confirmed that there was no patient involvement associated with the reported event.